Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high variable thresholds and low impedances on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.